Event description:
Legal counsel for the patient reports patient underwent an open reduction internal fixation procedure on (B)(6) 2012 due to comminuted distal femoral fracture. Subsequently, patient underwent a revision procedure on (B)(6) 2012 due to a new femoral fracture and fracture of hardware. The hardware was removed and replaced with a femoral nail. Patient underwent a further revision procedure on (B)(6) 2013 due to fracture of the distal locking screw. The screw was removed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number & expiration date - unknown. Manufacture date - unknown. (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. (¿depuy¿) on june 16, 2012 (¿closing date¿). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product or actually sold the product to the healthcare provider. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.) Depuy also sold the product that is the subject matter to the healthcare provider involved. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05573 / 05574).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reports patient underwent an open reduction internal fixation procedure on (B)(6) 2012 due to comminuted distal femoral fracture. Subsequently, patient underwent a revision procedure on (B)(6) 2012 due to a new femoral fracture and fracture of hardware. The hardware was removed and replaced with a femoral nail. Patient underwent a further revision procedure on (B)(6) 2013 due to fracture of the distal locking screw. The screw was removed. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records dated (B)(6) 2013 indicated the patient alleged pain and loss of range of motion in the left knee.

Event description:
Legal counsel for the patient reports patient underwent an open reduction internal fixation procedure on (B)(6) 2012 due to comminuted distal femoral fracture. Subsequently, patient underwent a revision procedure on (B)(6) 2012 due to a new femoral fracture and fracture of hardware. The hardware was removed and replaced with a femoral nail. Patient underwent a further revision procedure on (B)(6) 2013 due to fracture of the distal locking screw. The screw was removed. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient's medical records dated (B)(6) 2013 indicated the patient alleged pain and loss of range of motion in the left knee. Further information received in patient medical records and operative report noted patient underwent a revision procedure on (B)(6) 2014 due to nonunion of a left femoral shaft fracture causing pain with left thigh pressure. During the procedure, the femoral nail was removed and replaced with a competitor product.